Event description:
A low readings issue was reported with the adc device. Customer reported receiving a message 'lo' (reading <40 mg/dl) on the adc device. Customer experienced no symptoms but was provided oral sugar by their mother for treatment, after treatment a glucose reading of 150 mg/dl was obtained on a competitor brand meter. Customer further reported due to "the false hypoglycemia" throughout the day customer had high glucose (300 mg/dl). Customer¿s mother had to adjust insulin dosage (increasing 1 unit in each injection). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.